Event description:
The pt allegedly had their fingertips underneath the seat of the chair and sat down without the wheelchair fully unfolded. Causing a finger to become lodged between the metal seat frame and support bracket. This allegedly caused the tip of the finger to be amputated. This MDR is in response to facility MDR 2100020000-2004-9006.